Event description:
Healthcare professional reported the valve was removed approx 2 years post implant due to stenosis. The surgeon reported that the pt had been on phen fen for 2 years and requested that the valve be fully evaluated including histology.